Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: patient underwent a revision procedure on (B)(6) 2011. Resolving haematoma was identified and washed out copiously. Tissues samples were taken and sent for microscopy culture and sensitivity. The wound was closed. This is # 35 of 50 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.